Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beeping for no cassette. No patient was involved in this event. No adverse effects were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No disposable and high pressure alarm messages were found during error history log review. Visual and functional testing were performed. Unable to repeat customer's reported problem. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor which possibly caused the "double beep no cassette" issue. The downstream occlusion sensor was replaced.